Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for high blood glucose levels. The blood glucose level was not reported. The customer stated she changed the infusion set a few times prior to the hospitalization. The customer also stated the basal rates were programmed correctly. Nothing further was reported.